Manufacturer narrative:
Report date: 03sep2021. (B)(6).

Event description:
It was reported to philips by a customer that the unit had a boot up alarm. Based upon the information provided, the issue was found during setup for patient use, and that there was no delay to therapy. There was no report of patient harm. The international service engineer evaluated the unit and confirmed the backup alarm failed e/c 1104. The international service engineer replaced the pm board and mc board to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.